Event description:
Nellcor puritan bennett received information that suggested the venitlator stopped cycling while in patient use. Several attempts have been made to contact customer for more information.